Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that during a pump replacement (refer to manufacturer report # 3004209178-2013-07498), "couldn't aspirate" and the health care provider did not want to prime the new pump on the back table. As a result, it was determined with programming that the patient would be without infused drug from 7 hours 11 minutes to 10 hours and 26 minutes after implant. She then would receive the contained infused pump medication. This device system delivered prialt, sufentanil, and bupivacaine of which the bupivacaine concentration was decreased at the time of this implant. Additional information has been requested, but was not available as of the date of this report.